Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing. The clinician will discuss with the cardiology. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.